Manufacturer narrative:
The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump was also received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 24-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 24-oct-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 10.825 dailytotalofbasalinsulindelivered = 3.325 dailytotalofbolusinsulindelivered = 7.5 (B)(6) 2023 00:50:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.5 bolusamountdelivered = 7.5 dailytotalcollectionstarttime = (B)(6) 2023 02:26:19.000 dailytotalofallinsulindelivered = 24.675 dailytotalofbasalinsulindelivered = 22.875 dailytotalofbolusinsulindelivered = 1.8 (B)(6) 2023 02:30:22.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 24-oct-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 19:56:01.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:59:00.000 and (B)(6) 2023 19:59:32.000 (B)(6) 2023 20:00:04.000 to (B)(6) 2023 20:00:28.000 (B)(6) 2023 03:04:54.000 (B)(6) 2023 03:05:18.000 (B)(6) 2023 03:06:04.000 to (B)(6) 2023 03:06:59.000 (B)(6) 2023 03:07:01.000 to (B)(6) 2023 03:07:01.000 (B)(6) 2023 03:08:02.000 to (B)(6) 2023 03:08:58.000 (B)(6) 2023 03:09:02.000 to (B)(6) 2023 03:09:58.000 (B)(6) 2023 03:10:02.000 to (B)(6) 2023 03:10:58.000 (B)(6) 2023 03:11:02.000 to (B)(6) 2023 03:11:58.000 (B)(6) 2023 03:12:02.000 to (B)(6) 2023 03:12:58.000 (B)(6) 2023 03:13:03.000 to (B)(6) 2023 03:13:19.000 (B)(6) 2023 03:14:04.000 (B)(6) 2023 05:08:51.000 (B)(6) 2023 05:12:12.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:59:21.000 (B)(6) 2023 20:00:03.000 (B)(6) 2023 20:00:07.000 (B)(6) 2023 20:00:11.000 (B)(6) /2023 20:00:15.000 (B)(6) 2023 20:00:19.000 (B)(6) 2023 20:00:23.000 (B)(6) 2023 20:00:23.000 (B)(6) 2023 03:04:55.000 (B)(6) 2023 03:06:03.000 to (B)(6) 2023 03:06:59.000 (B)(6) 2023 03:07:01.000 to (B)(6) 2023 03:07:57.000 (B)(6) 2023 03:08:02.000 to (B)(6) 2023 03:08:58.000 (B)(6) 2023 03:09:01.000 to (B)(6) 2023 03:09:57.000 (B)(6) 2023 03:10:01.000 to (B)(6) 2023 03:10:57.000 (B)(6) 2023 03:11:01.000 to (B)(6) 2023 03:11:57.000 (B)(6) 2023 03:12:01.000 to (B)(6) 2023 03:12:57.000 (B)(6) 2023 03:13:02.000 to (B)(6) 2023 03:13:19.000 (B)(6) 2023 03:14:03.000 (B)(6) 2023 03:24:00.000 (B)(6) 2023 05:09:44.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:28:10.000 (B)(6) 2023 03:28:21.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:25:03.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 5:46:00 am. There was no power data available for the dates of (B)(6) 2023 and (B)(6) 2023. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery installed. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Corrosion was also found on the vibrator assembly and battery tube assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a serial number label fading. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the battery compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. During visual inspection, slight corrosion was found on the pcba 1, pcba 2, force sensor and motor assembly noted. Corrosion was also found on the vibrator assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer is calling to report pump battery cap damaged. The customer had experienced high blood glucose event value 497 mg/dl. The customer is currently reporting symptoms related to the high blood glucose weakness, nausea and vomiting and was hospitalized. Troubleshooting was performed. The pump auto mode/smart guard feature was active at time of high blood glucose event. There is no information to determine whether the pump in use within 48 hrs of the high blood glucose event reported. No further patient complications were reported. The customer will continue using the device and pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.